Event description:
It was reported that the customer experienced a blood glucose (bg) level of 567 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however customer's healthcare provider believes the cause to be that customer had a cold. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and potassium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.